Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during the implant procedure of this implantable cardioverter defibrillator (ICD), noise and oversensing was observed at the time of device testing. The wound was opened up and the lead was taken out, it was noticed that there was blood on the device header. The device was cleaned, and the lead was reinserted, but the same result was observed. It was decided to take out this device and another one was implanted instead. This device is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that, during the implant procedure of this implantable cardioverter defibrillator (ICD), noise and oversensing was observed at the time of device testing. The wound was opened up and the lead was taken out, it was noticed that there was blood on the device header. The device was cleaned, and the lead was reinserted, but the same result was observed. It was decided to take out this device and another one was implanted instead. This device is expected to be returned for analysis. No adverse patient effects were reported.